Manufacturer narrative:
The customer's instrument logs were reviewed and noted multiple aspiration errors associated with the sample ID and two other sample ids. Additionally around the time the false depressed result was obtained multiple low flags were obtained on other samples. Further review of the instrument maintenance logs found the issue occurred shortly after preventative maintenance was performed on the instrument. It was noted that after the preventative maintenance the instrument logs did not include documentation of completion of flush water lined, flush ict module or flush bulk solutions which are required to remove any air that might be present. A search of complaints for ict module lot 160319 found no other complaints. Review of complaint and trending data for ict module identified no issues or trends. A review of architect c4000 tracking and trending data in the product monitoring review for clinical chemistry systems revealed no systemic issues or adverse trends related to the current complaint. The architect c4000 erratic result rate was reviewed and is within acceptable limits with no trends identified. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect c4000 was identified.

Event description:
The account generated a falsely depressed sodium of 106 (no unit of measure provided) on a patient sample processed on the architect c4000 analyzer that repeated 141. The account uses a normal reference range of 136 to 145. No impact to patient management was reported.